Event description:
It was reported that log files were sent for evaluation. Low flow alarms were reported, and frequent pulsatility index (pi) events were recorded. The patient presented with low flow alarms on (B)(6) 2025. The patient was found by their family to be minimally responsive with low flow alarms lasting approximately 4 minutes 45 seconds. The emergency medical services (ems) was called. When they arrived, it was said the patient was lethargic, but arousable. They had a few more low flow alarms lasting 0-5 seconds. They were initiated on pressor support and received fluids. The flows were then returned to baseline. Log files showed frequent pi event that occurred from (B)(6) 2025 3:59:21 to (B)(6) 2025 8:16:17. The frequent pi events has quickly filled the log files history and previously recorded information was purged. The trended data did not appear to show any notable trends.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files did not confirm the reported event of low flow alarms; and a specific cause could not be determined through this evaluation. Log file data from the reported event date was reviewed. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.